Event description:
During service of product a motor stall, with audible low prressure alarm, due to stator being out of spec. Device returned to customer unrepaired at their request. MFR informed customer that it does not recommend device for pt use until proper repairs have been performed by authorized personnel. MFR disabled device prior to returning it to customer.